Manufacturer narrative:
Na

Event description:
It was reported that during testing, the ventilator shut off with an audible alarm and then started back up again. The patient was not on the ventilator when the reported problem occurred.